Event description:
Caller reported that pump experienced a malfunction with a specific malfunction code identified as malf 9. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and since the issue did not recur, they were advised to continue using the pump and to call back if any problems reappeared.